Event description:
It was reported that during preparation for an abdominal aortic grafting treatment procedure, balloon pinhole difficulties were encountered. The customer stated that "pre procedure, when they tested it, it looked like it had a pin hole in a balloon. Used another one successfully." No pt injuries or complications were reported. Pt status is reported as "okay".